Event description:
Orig. Surg. 2005. Female, normal activity. Allegedly unusual wear.

Manufacturer narrative:
Investigation is not complete. Event device code addressed in package insert. This report will be amended when the investigation is complete. Add'l info has been requested.